Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: additional initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unspecified access sets described as, ¿baxter vented nitro tubing¿ had flow rate issues. This issue was further described as, ¿inadequate fluid flow rate and would sometimes get blocked¿. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.